Event description:
The customer reported that his bg's rose to 408mg/dl after applying a new pod. The pod was removed and manual insulin injection was immediately administered. Upon removal, the customer noticed that liquid could be seen within the pod's interior. Over the next four hours, his bg's successfully lowered to below 250mg/dl, at which point a new pod was placed. Twelve hours after this episode, his bg's were back to within normal range. The suspect pod will be returned for evaluation.

Manufacturer narrative:
The returned product confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.